Manufacturer narrative:
No physical sample was returned for evaluation. However, a picture was provided. The reported issue was confirmed with an unknown cause. The tubing was kinked near the urine meter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -maintain unobstructed urine flow and keep the catheter and collection tube. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that a kink was identified near the urine meter. The patient allegedly complained of having an urge to urinate, although the catheter was in situ. The device was manipulated and not replaced.